Event description:
It was reported that the ilet displayed signal loss to the ilet only while the user continued to receive dexcom g7 readings in the dexcom app, consistent with an intermittent communication failure involving the device¿s wireless antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found during assessment despite the reported intermittent communication behavior, with the affected component associated with the antenna/electrical and magnetic functions. It was concluded, based on previously established findings for similar reports, that no problem was detected and was likely transient signal interference or environmental connectivity factors.